Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: lot# 16113256-9759 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot no. 16113256-9759) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flows beginning on 27/jan/2025. In addition, ninety-seven (97) low flow alarms have been logged since 27/jan/2025. As a result, the reported low flow even was confirmed. The reported outflow graft external compression and kink event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, incorrect setting of alarm thresholds, and/or constriction at the outflow graft due to external compression from the additional surrounding graft placed by the surgeon at implant. Based on the available information, a possible cause of the reported outflow graft kink event may be attributed, but not limited, to compression from a foreign graft surrounding the outflow graft. Per the instructions for use, worsening heart failure is a known potential complication associated with implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Continuation of d10: 0158 lead implant date: (B)(6) 2009. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: 31-jan-2022 / lot#: 16113256-9759 d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced suspected outflow graft (ofg) compression, low flow alarms, respiratory failure, and heart failure symptoms. The patient was admitted to the cardiothoracic intensive care unit (cticu) with pressor support and intubated. An increase in compression between the goretex wrapping and the outflow graft was confirmed via computed tomography angiography (cta) imaging. A kink was found at the anastomosis point where the outflow grafts were joined. There was continued concern for right heart function. The patient underwent a procedure to explore the suspected outflow graft compression, which was confirmed and relieved, although not as significant as initially seen on the computed tomography scan. The patient returned to the intensive care unit with ongoing concerns for right heart function.